Event description:
It was reported that the ventilator during preventive maintenance generated an alarm indicating excessive leakage. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The returned oxygen gas module, plug-and-play backplane, and inspiratory pressure transducer have been investigated. During ocular inspection of the oxygen gas module we could see an old nozzle unit that was obsolete. The oxygen gas module itself was working according to specification, i.e. No malfunctions. The other boards defined above were also working according to specification. According to the service report from our service engineer, the conclusion is that the issue was caused by a bent signal connector pin on the main backplane. The root cause for why this pin had become bent has not been determined. This kind of failure with a bent pin, will not normally occur during use, it's more likely damage due to inadequate installation of the pc-boards in the ventilator system, and in this case during maintenance by the hospital. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2015.

Event description:
(B)(4).